Event description:
It was reported that a smiths medical cadd cassette reservoir was leaking. This was the 2nd occurrence of this type with the same batch and lot number. No adverse patient effects were reported.

Manufacturer narrative:
Other text: two (2) pictures were received. In picture 1, we observed one cassette with water inside it. However, we did not observed leaks in bag. In picture 2, the original box from p/n: 21-7302-24, l/n 3762087. Samples received: no samples were received to perform inspection or testing. Current process control was reviewed on pfmea rmp 1009 rev.100 in order to ensure that production line is complied with that; see following steps: bag stuffing / loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Below occurrence mitigation's on placed are following during manufacturing process: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted / warped. Production performs 100% leak test per pm-1011 and av-0142 to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Below detection mitigation's on placed are following during manufacturing process: per qp 67-2265 rev.116 quality sample 15 units at an interval of two (2) hours +/- 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc), cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. There is no root cause due to no samples were received to perform inspection or testing and per pictures received the defect is unclear.